Manufacturer narrative:
No further information is available at this time. This investigation will be updated should further information become available.

Event description:
It was reported that this device emitted beeping tones associated with a recorded code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects were reported.

Event description:
Additional information was received confirming this device was explanted due to the recorded code 1003. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
This supplemental report is being filed to include product investigation details.

Event description:
This supplemental report is being filed to include product investigation details.